Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the single port monopolar cautery instrument to perform failure analysis (fa). Fa was able to confirm and reproduced the reported complaint. Visual inspection was performed, and the instrument was found to have a cracked tube adapter. No material appears to be missing. Additional observation not reported by site: the instrument was found to have a lodged component in the tube adapter. The lodged component appears to be the extruded tube from a tip accessory. This failure is likely due to the improper installment or removal of the tip accessory. The probable root cause of a damaged tube adapter is attributed to either tip accessory installation issues or damage during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the thread of the single port monopolar cautery instrument's tip was damaged. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) contacted the initial reporter and obtained the following information: the single port monopolar cautery instrument was inspected prior to the case starting. The staff found that the instrument tip was damaged. The instrument was not used on the patient.